Event description:
Adverse event(s): "infiltrates" (infiltrates), "allergies" (hypersensitivity), "pink eye" (conjunctivitis), "matting" (discharge), "red eyes" (eyes, red), "ulcers on her cornea" (corneal ulcers). Product problem(s): "none reported" (no information). A consumer reported that she was diagnosed with infiltrates and that she might have a corneal ulcer following product use. She stated that she first began using the product in (B) (6) 2008. She also reported that she was diagnosed with allergies following a visit to the ER at (B) (6) in (B) (6) 2010. She stated at that time she was treated with an allergy medication. Following treatment her eyes cleared up but when she returned to wearing her contacts the symptoms reappeared. She again went to the ER where she stated she was diagnosed with pink eye and her eyes were matted shut. She was treated with antibiotic drops at this time. She missed two appointments at her doctor's office due to scheduling and weather. For the next three weeks she wore her glasses and her eyes were fine. She stated that on (B) (6) 2010 her eyes were bright red and matting again. She visited her doctor and was diagnosed with infiltrates; she was treated with a different antibiotic. The consumer reports that her right eye is bad and left is just slightly bad. She also stated that her doctor was concerned that she might have ulcers on her cornea. She was contacted on 03/29/2010 and she stated that the event cleared up with treatment and discontinuation of the product. Her doctor is going to continue to follow-up. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unknown if the product was used according to labeled indications. Batch records were reviewed for lot 163703f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 163703f met all release criteria prior to product release. There are no similar reports for this lot. Additional information was requested on 02/22/2010 and 03/12/2010 and received on 03/18/2010. A completed questionnaire has not been returned. (B) (4). (B) (4)..